Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 1a endoleak is user related. The CT scan for planning purposes shows the neck appears to have grown in diameter. The juxta renal angulation was 99.5 degrees (should be equal to or less than 60) - off label. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: medical device problem: remove code 3190. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Reportedly, ivus (intravascular ultrasound) was not used to measure diameter of the neck of the aorta during the case. There was a juxtarenal angle of 99 degrees; however, the case plan was to land the proximal sealing ring above the angle. Final angiogram identified a type 1a endoleak and the neck appeared to have grown in diameter since cta (computed tomography angiography) films taken approximately one (1) year prior. The physician elected to not treat the type ia endoleak with a palmaz (non-endologix) due to the patient being too sick for open repair. The patient has chronic obstructive pulmonary disease, cardiovascular and peripheral vascular disease. The physician will continue to monitor the patient. The patient was reported to be stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 1a endoleak is user related. The CT scan for planning purposes shows the neck appears to have grown in diameter. The juxta renal angulation was 99.5 degrees (should be equal to or less than 60) - off label. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. B7: other relevant history - remove data.